Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (ess205) (batch no. 509406, 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal hysterectomy and dysfunctional uterine bleeding. Concurrent conditions included cervical dysplasia, parity, back pain, endocervicitis, prolapse and endocervicitis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded; in (B)(6) 2007: total bilateral occlusion pathology test - on (B)(6) 2006: margin involvement not identified on (B)(6) 2006 pathology test was done having result cervix, leep: . Predominantly squamous (ectocervical) mucosa with a low-grade squamous intraeplthellal lesion encompassing mild dysplasia; margin involvement not identified. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Events - " abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish" are added. Patient, reporter and product information are added. Lab data added. Concomitant and historical condition are added. Lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 509406, 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy and dysfunctional uterine bleeding. Concurrent conditions included cervical dysplasia, parity, back pain, endocervicitis, prolapse and endocervicitis. Concomitant products included glucosamine since (B)(6) 2006, multivitamins, plain since (B)(6) 2006, naproxen since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and intra-abdominal haemorrhage ("abdominal bleeding"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), lavh). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and intra-abdominal haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted at the tubal ostia. Patient received treatment for bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded; in (B)(6) 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2006: results: margin involvement not identified. Diagnostic results: on (B)(6)2006 pathology test was done having result cervix, leep: . Predominantly squamous (ectocervical) mucosa with a low-grade squamous intraepithelial lesion encompassing mild dysplasia; margin involvement not identified. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain. Lot number: 509406 manufacture date: 2006/01 expiration date: 2007/12. Lot number: 509795 manufacture date: 2006/02 expiration date: 2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 509406, 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy and dysfunctional uterine bleeding. Concurrent conditions included cervical dysplasia, parity, back pain, endocervicitis, prolapse and endocervicitis. Concomitant products included glucosamine since (B)(6) 2006, multivitamins, plain since (B)(6) 2006, naproxen since (B)(6) 2006 and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and intra-abdominal haemorrhage ("abdominal bleeding"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), lavh). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and intra-abdominal haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted at the tubal ostia. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: results: essure device was successfully occluded; in (B)(6) 2007: results: total bilateral occlusion. Pathology test: on (B)(6) 2006: results: margin involvement not identified. Diagnostic results: on (B)(6) 2006 pathology test was done having result cervix, leep: predominantly squamous (ectocervical) mucosa with a low-grade squamous intraeplthellal lesion encompassing mild dysplasia; margin involvement not identified. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain. Lot number: 509406 manufacture date: 2006/01 expiration date: 2007/12; lot number: 509795; manufacture date: 2006/02; expiration date: 2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event: abdominal bleeding added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (ess205) (batch no. 509406, 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal hysterectomy and dysfunctional uterine bleeding. Concurrent conditions included cervical dysplasia, parity, back pain, endocervicitis, prolapse and endocervicitis. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2006. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted at the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure device was successfully occluded; in (B)(6)2007: total bilateral occlusion. Pathology test - on (B)(6)2006: margin involvement not identified on (B)(6)2006 pathology test was done having result cervix, leep: . Predominantly squamous (ectocervical) mucosa with a low-grade squamous intraepithelial lesion encompassing mild dysplasia; margin involvement not identified. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain. Lot number: 509406, manufacture date: 2006/01, expiration date: 2007/12. Lot number: 509795, manufacture date: 2006/02, expiration date: 2008/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (ess205) (batch no. 509406, 509795) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy and dysfunctional uterine bleeding. Concurrent conditions included cervical dysplasia, parity, back pain, endocervicitis, prolapse and endocervicitis. Concomitant products included glucosamine since june 2006, multivitamins, plain since june 2006, naproxen since june 2006 and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 days after insertion of essure (ess205). In august 2006, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and intra-abdominal haemorrhage ("abdominal bleeding"). The patient was treated with surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes), lavh). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and intra-abdominal haemorrhage had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: three coils were noted at the tubal ostia. Patient received treatment for bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded; in april 2007: results: total bilateral occlusion. Pathology test - on (B)(6) 2006: results: margin involvement not identified. Diagnostic results: on (B)(6) 2006 pathology test was done having result cervix, leep: . Predominantly squamous (ectocervical) mucosa with a low-grade squamous intraepithelial lesion encompassing mild dysplasia; margin involvement not identified. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; dysmenorrhea, pelvic pain. Lot number: 509406 manufacture date: 2006/01 expiration date: 2007/12 . Lot number: 509795 manufacture date: 2006/02 expiration date: 2008/01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event:abdominal bleeding added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.